Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age / date of birth: unknown / not provided, sex / gender: unknown / not provided. Date of event is unknown as it was not provided. (B)(6). (B)(4). The femtosecond laser machine was examined and tested at the customer location by an jjsv field service specialist (fss). The fss performed a 3 month preventive maintenance in accordance with schedule the machine without and no issue was found. The fss performed a field service checklist. The system was verified for all modes of operations. The system met jjsv specifications. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had an intralase flap created with femtosecond laser, model 20003k and that the surgeon was unable to lift it, eventually the treatment was aborted. Patient has been back for next day for a follow up. The patient outcome is fine and will have lasek procedure scheduled in about 6 weeks. The treating surgeon apparently did not think it a laser issue. All information available were submitted.